Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated, and the polytetrafluoroethylene (ptfe) is still holding the two ends together. There are multiple kinks along the hypotube. The tip is flattened and there are two other flat spots on the distal shaft. They are located 13.2cm and 15.7cm from the tip. Microscopic inspection revealed no additional damages. There is blood in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 17-jul-2019. It was reported that the hub was fractured. The 90% stenosed, 9.5mm x 3.0mm target lesion was located in a moderately tortuous and moderately calcified left circumflex artery. A 145 guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the hub was fractured and was directly removed. The procedure was completed with another of the same device. No complications reported and the patient was stable. However, device analysis revealed that the collar was separated.